Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance measurements (lvsi) was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that there was a concern about a potential right ventricular (rv) lead anomaly that might require defibrillation threshold (dft) testing or lead revision. Boston scientific technical services (ts) reviewed the latitude data, and shock impedance measurements initially showed an acute rise, possibly due to pocket maturation. The impedance started at approximately 50 ohms and plateaued around 95 ohms, with daily measurements stabilizing between 95-100 ohms. These variations are possibly influenced by the small pulse used during measurements, which is sensitive to changes in the body. No immediate lead anomaly was identified. Further monitoring is recommended. This rv lead remains in service. No adverse patient effects were reported.